Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure in the left proximal ureter, performed on (B)(6) 2021. On (B)(6) 2021, prior to the initial planned stent removal, while the patient was home complete distal migration occurred of the ureteral stent occurred. The polaris ultra stent was removed via retrieval line successfully with no difficulty on the same day. There was no report if a new stent was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction based on review on (B)(6) 2021 it was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure in the left proximal ureter, performed on (B)(6) 2021 as part of the u0652 double-j registry clinical study.

Manufacturer narrative:
Block h6: medical device problem code a010402 captures the reportable event of stent migration. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to field b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure in the left proximal ureter, performed on (B)(6) 2021. On (B)(6) 2021, prior to the initial planned stent removal, while the patient was home complete distal migration occurred of the ureteral stent occurred. The polaris ultra stent was removed via retrieval line successfully with no difficulty on the same day. There was no report if a new stent was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction based on review on april 06, 2021. It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure in the left proximal ureter, performed on (B)(6) 2021 as part of the u0652 double-j registry clinical study. Additional information received on may 19, 2021. On (B)(6) 2021, prior to the initial planned stent removal, while the patient was home complete distal migration occurred of the ureteral stent during urination. Additionally the subject was reported to be asymptomatic.

Manufacturer narrative:
Block h6: medical device problem code a010402 captures the reportable event of stent migration. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure in the left proximal ureter, performed on (B)(6) 2021. On (B)(6) 2021, prior to the initial planned stent removal, while the patient was home complete distal migration occurred of the ureteral stent occurred. The polaris ultra stent was removed via retrieval line successfully with no difficulty on the same day. There was no report if a new stent was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.